Manufacturer narrative:
Results: eval of the returned alarm confirmed the reported issue, the nurse call light toggles on and off when the nurse call cable is wiggled while plugged into the alarm. The nurse call receptacle's housing is loose but the cable has a secure fit. The alarm had cracks on the dust covers outside the battery compartment. The alarm passes all other functional testing. Due to the damages found on the alarm being likely caused by physical trauma and the device being more than two years in service, no corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported when the alarm is in use with the nurse call cable, the nurse's station does not sound. Customer tested the nurse call cable with a known working alarm and the nurse call cable worked as it should with the alarm. Customer did not provide the date of the event. No pt incident or injury was reported.